Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00733. It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention was undertaken where the leads were explanted. The procedure was later abandoned after explanting the leads. (Reference 3006705815-2019-00732).